Event description:
Ocd customer support determined that the customer's vitros 5600 system attempted to predict vitros tbil and vitros mg results from the incorrect calibration curve on multiple dates from (B)(6) - (B)(6), 2009. Pt results were not affected as results could not be calculated and analyzer condition codes were generated. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The root cause of the incorrect calibration curve being used is a known vitros 5600 software issue. The software allows the customer to customize the assay menu and printed report. The software issue is the result of a specific sequence of events when the customer re-configures the system assay menu and the assay order for printed reports. Ocd contacted the customer on two occasions during the timeframe of the events to assist the customer with ocd communication, (B)(4), regarding this issue and the temporary mitigation of restoring the system software defaults. Since (B)(6) 2009, there has been no recurrence of the issue. The software issue will be mitigated with a future software version. The FDA's (B)(6) district office has been notified of this issue.